Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not provide voice prompts when the lid is opened. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The customer was provided with a replacement device. Stryker product analysis center (pac) evaluated the device and confirmed the reported issue. The cause of the reported issue was determined to be due to depleted battery, the device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not provide voice prompts when the lid is opened. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There were no reports of patient use associated with the reported event.